Manufacturer narrative:
Additional review indicated that adverse event should have been selected in (B)(4) was applicable to the event. Coding was also updated to current standards. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that there was an out of regulation (oor) error message seen. The rep also reported that they were trying to program the new ins and one of the leads had high impedances on all contacts and the other lead had intermittent high impedances. It was noted that the previous ins was replaced for normal end of service (eos). It was unknown if the leads high impedances before the replacement. The rep was going to try to program around the contacts with high impedance. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the rep was not sure what the impedances were before because the previous ins had been dead for about 6 months (due to normal end of service). The rep tried to increase the pulse width and also played with different electrode combinations which seemed to help some but the patient was still getting some instances when he couldn't turn the stimulation up and it was showing an out of regulation (or) message. The rep had not heard back from the patient but the patient had a follow-up appointment on (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that when he changed out the neurostimulator (ins) in (B)(6), the impedances were off, but they went ahead and connected anyway. The rep reported that they got stimulation and then lost it on the other side. The rep reported that one side was completely out at greater than 40,000 ohms, the other side was sporadic. The rep reported that they were back in the operating room on the day of the report and would check the leads with a wireless external neurostimulator (wens). The rep was asking if the leads were fine, does he need to change the ins. It was reviewed that it was extremely rare to be an ins issue. It was reviewed to be sure that the leads were fully inserted and the set screw was tightened. It was reviewed tat the ins could be changed as a last resort. The rep had to disconnect to get back into the operating room. No further complications were reported.